Event description:
The customer returned the colonovideoscope, which is an olympus asset for a separate issue. During the evaluation of the device, no image and white residue in air/ water channel was observed. The service repair technician indicated that the most likely cause of the white residue was not established and for the no image finding was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the white residue is not established and for the no image is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.